Event description:
It was reported that the ams700 inflatable penile prosthesis cylinder has leaked. The physician reported that the exam and the ultrasound prove a leak in the cylinder but the area is unsure. A revision procedure has been scheduled to repair the leak or implant a new device. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.